Manufacturer narrative:
The insulin pump had unresponsive button then button error alarmed due to corroded on keypad trace. The insulin pump was unable to perform the unexpected restart error test to verify the unexpected restart alarmed due to keypad damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The blood glucose at the time of the incident was 3.9 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.